Manufacturer narrative:
(B)(4). A companion sample was returned for evaluation. The customer reported issue was not confirmed. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Event description:
It was reported that the hp microbore cath ext set became detached from the one-link resulting in blood from an hiv positive patient to splatter on the nurse's face. The nurse had attached an intravenous (IV) pigtail to a new IV and the patient moved causing the pigtail to catch on the sheets and recoil. When the nurse disconnected the syringe, the extension set became detached from the one-link. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number ur12j10146 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted.